Event description:
The caller reported that the tracheostomy tube was placed in the pt in 2008 and two days later, the cuff line cracked at the hub. The caller stated that she pretested the tracheostomy tube with no failure and that they use 2 1/2 to 3 1/2cc of air to 1cc at night. The caller reported that she removed this tracheostomy tube and replaced with another unspecified tracheostomy tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. No analysis or conclusions can be drawn without the device. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted.